Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that an attempt was made to detach the coil in the aneurysm with the controller; however, the coil did not detach. During removal, the coil detached in the microcatheter . Both segments of the coil were removed in their entirety from the patient. There was no reported intervention or patient injury. The patient was reported to be doing good.

Manufacturer narrative:
The device was returned with the introducer, pusher, and coil for analysis; the coil was noted to be separated from the pusher. Multiple kinks/bends were notified on the pusher and introducer; there were no other damage noted on the introducer. The pusher was noted to have a broken solder joint at the yellow lead wire. The yellow wire was detached and floating just distal of the solder location. The heater coil did not display any evidence of thermal detachment. The monofilament on the pusher was inspected, and was noted to resemble a tensile break. The implant was noted to have two (2) stretched areas in the middle of the implant; one with the monofilament protruding out. The proximal end of the implant was stretched just distal of the proximal tie knot. The monofilament was no longer attached at the tie location. Based upon the investigation findings and available information, the reported complaint can be confirmed. The pusher was found to contain a broken solder joint at the distal end on the yellow lead wire, which may have prevented detachment of the implant. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.